Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The device was connected to the pt's IV access and after an unspecified length of time, the nurse noted an unspecified volume of blood on the bed sheet. It was reported that the blood leaked from an unspecified break in the distal male adapter. There were no reported adverse pt effects. No medical interventions weres required. Though requested, no additional info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. A device from one of two possible lot numbers 491314w or 631184w is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.